Manufacturer narrative:
(B)(4). Date sent: 2/19/2021. H6: no device problem found (c19). Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found.

Manufacturer narrative:
(B)(4). Date sent: 1/25/2021. Implant date: unknown, assumed 1st day of month that device was implanted. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: what was the implant date? (B)(6) 2020, exact date unknown. What is the lot number for the linx device? Unknown. Was this device removed due to acid reflux (gerd) returning? Yes. What were the clinical symptoms that lead to the removal of the device? Unknown, other than the patient had to get back on ppis. Was ph testing performed prior to explant to confirm recurrent reflux? Unknown. After the implant, was the device initially effective in controlling reflux? Yes. When did the recurrent reflux begin? Unknown.

Event description:
It was reported that a linx device was explanted. Symptoms returned. The patient had to return to their ppi¿s. A new device was implanted.